Event description:
One endeavor sprint rx drug-eluting stent was implanted at the mid rca and one endeavor sprint rx drug-eluting stent was implanted, separately, at the distal rca. A ptca revascularization of the distal rca was carried out approximately 6 months following index procedure. Two other brand stents were implanted, overlapping. It was also reported that cec adjudicated that a stent thrombosis occurred on the day of the revascularisation. (Ref # 9612164-2012-00759 and 9612164-2012-00760).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent thrombosis). (B)(4).